Manufacturer narrative:
Complaint conclusion: it was reported that upon prepping a mynxgrip vascular closure device (vcd), prior to patient insertion, the balloon burst. The device was stored as instructed per the labeling. No additional information is available at this time. The product was not returned for analysis. Review of lot f1719201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are instructed to discard the device if the balloon does not maintain pressure as was done in this case. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1719201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that upon prepping a mynxgrip vascular closure device (vcd), prior to patient insertion, the balloon burst. The vcd will not be returned for analysis.